Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. Fse conducted follow-up with the customer over-the-phone to address the reported event. The fse was informed that the instrument is up and operational and no longer leaking out of the drain tube. Customer reported to the fse that the instrument is making a loud noise. The customer was instructed to clean the turntable. Turntable was cleaned and the loud noise is no longer occuring. Instrument was released and is functioning as intended. The probable cause of the event was unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 the customer reported liquid leaking from the overflow tubing. The customer indicated that liquid is all over the counter and there are no error messages on the screen. The technical support group (tsg) asked the customer to remove the instruments back panel and check for tubing that is disconnected. Customer requested service in order to address the reported issue which resulted in delay reporting of results for e2 and fsh. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.